Manufacturer narrative:
Summarized patient outcomes/complications of evaluation of short-term consequences of atrial septal defect closure in adults referred to (B)(6) in (B)(6) were reported in a research article in a subject population with multiple co-morbidities including atrial septal defect (deficient aortic rim, deficient inferior vena cava rim, multi-fenestrated, multiple defects, aneurysmal septum, and larger than 30mm diameter). Some of the complications reported were pericardial effusion, atrial fibrillation, arrhythmia; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: evaluation of short-term consequences of atrial septal defect closure in adults referred to (B)(6) in (B)(6).

Event description:
N/a.

Event description:
The article, "evaluation of short-term consequences of atrial septal defect closure in adults referred to shahid chamran heart center in isfahan", was reviewed. The article presented a retrospective, single center study to evaluate the short-term clinical outcomes of treatment of adult patients requiring an atrial septal defect (asd) device closure referred to shahid chamran cardiovascular center in isfahan, iran. Devices included in the study were solely amplatzer septal occluder. The article concluded that asd treatment by the transcatheter procedure using an aso device at shahid chamran cardiovascular center was performed safely and successfully with very few complications. The short-term analysis of the outcomes indicated no major complications, deaths, or device malposition. [The primary author was payam ebrahimifar, interventional cardiology research center, cardiovascular research institute, isfahan university of medical sciences, isfahan, iran. The corresponding author was alireza khosravi farsani, hypertension research center, cardiovascular research institute, isfahan university of medical sciences, isfahan, iran, with corresponding email: payame1383@yahoo.com]. The time frame of the study was from 2020 to 2021. A total of 70 patients were included in the study, of which all received an abbott device. The average age was 39.81 years, the average weight was 72.04kg, and the majority gender was female. Comorbidities included atrial septal defect (deficient aortic rim, deficient inferior vena cava rim, multi-fenestrated, multiple defects, aneurysmal septum, and larger than 30mm diameter).

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D4: the UDI number is not known as the part and lot number were not provided. Literature review: evaluation of short-term consequences of atrial septal defect closure in adults referred to (B)(6).